Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One used 24 cm regular tr band assembly was returned for product evaluation. The returned device was subjected to visual inspection and no anomalies were noted. The sample was subjected to leak testing. The inflator was used to inflate the tr band with 18 ml of air. The inflated tr band was then submerged underwater and air bubbles were seen at the air inlet valve. No bubbles were observed along with the seals of the large and small balloons. The valve was then deconstructed and examined under the microscope. Foreign matter was found on the air inlet valve. The sample was sent out for ftir testing to further analyze the nature of the foreign matter. The substance was determined to be polyhexamethylene adipamide (also known as nylon 6) and polydimethylsiloxane. The operations quality engineer was informed about this complaint and a non-conference was initiated to further investigate this issue. Based on the returned device, the complaint can be confirmed for airflow issues since air bubbles were observed during leak testing at the air inlet valve. It is likely the foreign matter observed did not allow the air inlet valve to properly close therefore causing air to leak out. A non-conference was initiated and completed.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the conclusion of a cardiac percutaneous coronary intervention (pci), ic applied a tr band and inflated with air prior to removing sheath. Patient was moved to recovery area. About 15 minutes after band was applied, and prior to planned removal of air, bleeding was noted at the puncture site and it was noted that the band no longer had air in the balloons. A hematoma had formed due to the bleeding. An attempt was made to inject air into the balloon, but a hissing sound was noted as the balloons quickly deflated. An nibp cuff was placed and inflated and manual pressure was held while the leaking band was removed, and a new band applied. The new band was inflated, and the bleeding was stopped. Hematoma formed under skin from arterial puncture site. Required placement and inflation of blood pressure cuff and manual compression of arteries to remove leaking band a place new band. The patient condition was stable, and the outcome of the procedure was successful. The blood loss was greater than 250cc's.